Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings, patient photo and patient skin type data concluding: "in regards to the provided patient and treatment-related data (including examination of the incident report form and patient photograph), assessment of the skin condition and/or skin type seem adequate. The parameters used for the treatment are within manufacturer's guidelines and labelled indications. Test patching was reported to be performed; nevertheless, timing and location for skin assessment remain unclear and dropping fluence only by 1 unit while the patient reported "slight dry burn" might not have been sufficient at the time of treatment. The patient sustained a minor injury that did not require any medical intervention. Due to the patient skin type, healing will be prolonged when compared to caucasian skin types and should transiently turn to a pigmentation change that may require a few months prior to regaining initial skin color.' The probable cause of the reported event to be operator error. While the information received to date does not confirm that the injury result in permanent impairment of a body function or permanent damage to a body structure, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained a first degree burn to chin and neck following treatment with a lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.